Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) exhibited high thresholds after being placed. The device was removed and a new device was implanted. During the recapturing process, the physician encountered difficulty in mating the device to the recapture cone. Eventually, the device was removed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.